Event description:
Pt treated with portrait psr developed an infection after treatment. Antibiotics were prescribed and the infection cleared.

Manufacturer narrative:
The portrait psr does not contact the pt during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection.